Event description:
It was reported that during a diagnostic laparoscopic procedure, the seal fell into the pt. The seal was retrieved with another instrument (not sure what type of instrument). No pt consequences.